Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that before the 4th spin, the system showed 3 green boxes but nothing was displayed in the tracking window. The system then displayed error 64 and shut off. The fourth spin was for screw placement confirmation. They also reported that the 3rd spin did not transfer automatically over. There was no reported impact to patient outcome and no reported impact to patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. Analysis was completed for two separate issues on the data: the error 64 and scan transfer issue. Error 64 issue: logs were reviewed. Second application session log reported an application crash (error 64) in the qmlgui service when user was in ¿acquire images¿ task. Application was crashed while invoking nvidia library functions from qmlgui service. B01, c10, and d18 are applicable. Scan transfer issue: three application session logs were available on incident reported date. Three imaging system exams were transferred successfully in the first session and no errors were observed with exam transfer in this session. All the exams included registration data. No spins were taken/transferred in the second session and user found to use 2 of the exams received from system in the first session for registration. One exam was transferred in the third session. Issue reported could not be seen from the log analysis and all exams were transferred successfully. There is insufficient information to determine whether a software anomaly contributed to inaccuracy. B01 and c19 are applicable. Previously reported code d15 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.